Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was unknown. The customer reported that they were able to clear the alarm. Customer able to complete rewind. The troubleshooting was performed and insulin pump alarm and it was recurring during normal pump use. The insulin pump will be returned for analysis. The customer was advised that the insulin pump will need to be replaced and monitor the insulin pump and patient may continue to wear the insulin pump until replacement arrives. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).